Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a video-assisted thoracic surgery (vats) right lower lobectomy, on the 7 th firing during the transection of the lung, the surgeon was able to press the green button and able to squeeze the handle but the device did not fire. It was stated that the device made a crack sound. Another handle was used to complete the case. There was no patient injury.